Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The device evaluation included review of downloaded software flag files on the day of the event as well as functionality testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device functionality testing confirmed ability of the electrode belt to detect a treatable arrhythmia and deliver a treatment. There is no indication of a product malfunction. The evaluation of monitor sn (B)(4) has not yet been completed. A review of downloaded software flags files on the day of the event was completed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patters of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device manufacture date: monitor: sn (B)(4): 11/12/2014 reuse, electrode belt: sn (B)(4): 12/16/2014 reuse.

Event description:
Zoll was notified by a us distributor that a patient passed away on (B)(6) 2016 after experiencing a treatment event. It was reported that the patient was at home and unconscious at the time of the event. A review of the event revealed that the patient was treated by the lifevest prior to passing. Review of the treatment event revealed that the patient received 2 treatments on (B)(6) 2016. The rhythm at the time of the first treatment was ventricular fibrillation (vf). The post-shock rhythm was bradycardia at 20bpm. The patient then received a second treatment. The rhythm at the time of the second treatment was asystole. The post-shock rhythm of the second treatment was asystole with intermittent cardiac activity for 1 minute and 21 seconds. Oversensing low-amplitude cardiac signal contributed to the false detection. The response buttons were not pressed during the event. Asystole is considered a non-treatable rhythm. The patient later passed away on (B)(6) 2016.